Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be determined. A potential root cause is software failures. However this cannot be confirmed. It is unknown if the device met specifications and whether the device was influenced by the reported failure. The device was in use on a patient. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "1.1 introduction this manual provides the indications, contraindications, warnings, precautions, and instructions for use with the bd sensica¿ urine output system. Carefully read this manual in its entirety before using the bd sensica¿ urine output system. Failure to follow these instructions may result in improper use of this device. Contact customer service at (B)(6) with any questions about the information contained in this manual or about the operation and safety of the bd sensica¿ urine output system. 1.2 indications for use indications: the bd sensica¿ urine output system is an automated system for continuous monitoring of urine output (uo) and core bladder temperature when connected to a temperature-sensing foley catheter. Target population: the bd sensica¿ urine output system is intended for bedside monitoring of urine output for any patient with an indwelling, urological catheter, drainage tubing and collection bag, typically in critical care settings or where close monitoring of urine output is desired. The bd sensica¿ urine output system is also intended for monitoring core bladder temperature when used with the bd sensica¿ temperature monitor module and a bd 400 series temperature-sensing foley catheter or equivalent. 1.3 contraindications there are no known contraindications for use with patients who have indwelling, urological catheters in place. 1.4 warnings medical electrical equipment requires special precautions regarding electromagnetic compatibility (emc) and needs to be installed and put into service according to the emc information provided in the charts at the end of these instructions for use (appendix a). Portable and mobile radiofrequency (rf) communications equipment can affect medical electrical equipment. The bd sensica¿ urine output system should not be stacked with other equipment. The bd sensica¿ urine output system has a degree of protection against electric shock of applied parts classified as type bf. This device is classified as an iec class I device. When using class 1 xp power model number: alm65us12 power supply, to avoid the risk of electric shock, this equipment must only be connected to a supply main with protective earth. Do not immerse or submerge the bd sensica¿ urine output stand, display monitor, ring, temperature monitor module, temperature sensor cables, or monoplug adapter in water or other liquids. Do not pour liquids over the display monitor, ring, temperature monitor, cables or monoplug adapter. If liquids accidentally spill onto the device(s), wipe off liquid with soft cloth as soon as possible. See section 14 for complete care instructions. This device is not suitable for use in the presence of flammable mixtures. This device is not suitable for use in oxygen rich environments." Corrections: g h11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. H3 other text : the device was not returned.

Event description:
It was reported that the temperature measurements were inaccurate around a higher 1 degree celsius when compared to axillary and oral measurement on two sensica's device the customer used. The nurse stated that they often saw the sensica temperature on both units as 1 degree celsius higher when compared to the axillary and oral measurements. An example the nurse provided was 37c (axillary) versus the sensica at 38c. The nurse was not confident in the temperature cables for accurate measurements, so was no longer using them. The nurse preferred criticore and stated they were more accurate.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature measurements were inaccurate around a higher 1 degree celsius when compared to axillary and oral measurement on two sensica's device the customer used. The nurse stated that they often saw the sensica temperature on both units as 1 degree celsius higher when compared to the axillary and oral measurements. An example the nurse provided was 37c (axillary) versus the sensica at 38c. The nurse was not confident in the temperature cables for accurate measurements, so was no longer using them. The nurse preferred criticore and stated they were more accurate.